Event description:
The first dragonfly optis catheter was purged with contrast using a syringe before connecting the device to the doc, there was less resistance felt compared to usual, and the contrast flowed out from the tip of the device too smoothly. After crossing the device into the lad lesion and when the device was purged with the syringe before a pullback, air bubbles came out from the device catheter. The air bubble was confirmed on angiogram; and flowed through the coronary artery. It appeared to be the diameter of the coronary vessel (3mm). The patient experienced ischemic symptoms, st elevation was observed on an electrocardiogram and experienced chest pain. After ten minutes the air bubble disappeared and the patient's symptoms were resolved. They stopped using the device and a second dragonfly optis catheter was purged before connecting to the doc, but there was less resistance felt with this device also. A non-abbott device was used instead to continue and complete the procedure. No additional information is expected. Patient specific information of patient identifier, age or birthdate, gender, and weight are not available for this complaint.

Manufacturer narrative:
An event of ischemia and the reported event of a liquid leak could not be confirmed. The results of the investigation were inconclusive due to the condition of the returned device. Functional testing could not be performed to verify the reported event due to the dried contrast in the catheter, which was unable to be flushed. However, dimensional inspection revealed the purge hole diameter is consistent with the specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of an event of ischemia and the reported event of a liquid leak remains unknown as the event could not be confirmed. The dragonfly optis instructions for use states the user should always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient. The dragonfly optis instructions for use states the user should use the minimum flush rate and volume required to image the desired anatomy.